Event description:
Device returned to manufacturer for analysis with report of "didn't work". Follow up with hcp revealed pt was experiencing lack of relief - had no withdrawal symptoms. Pt's pump was evaluated in nuclear medicine with a pumpogram. No activity was noted in the pump and bolusing was not possible. It was determined to be a "nonfunctioning pump". Pump replaced. Pt is doing well with new pump and titration dose continues.